Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump while trying to enter blood glucose. The insulin pump was reported not to have been bumped or dropped. The customer's blood glucose level was 400 to 499 mg/dl. The customer was advised to revert to a back-up treatment plan. A blood glucose value of 46 mg/dl was captured at the time of the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had broken battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube window, cracked case at the display window corner and a missing end cap sticker.